Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Door would not close fully. Upon door close operation, left side door sidewall does not completely engage. Inner gantry skins were removed. Inspection of door/rotor assemblies revealed the left side rotor gear not aligned properly. It was reported that the imaging system recently had a collision with a door opening. Viewing the rotor pin insertion hole showed that the rotor was not in the proper position. Manual positioning of rotor performed with socket wrench. Re-homing of door/rotor was performed and function fully restored. Issue resolved. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system was brought into the room and the radiographic technologist (rt) attempted to position it over the patient, however, the imaging system door would not fully close. They removed this imaging system and brought a second imaging system to continue the procedure. This occurred during pre-op and the surgeon was not in the operating room (or) when the issue was identified. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy. There was no impact on patient outcome.